Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6 the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently attempting to obtain consent from the recipient. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Additional information section d.9. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2025. The explanted device was received at the company on (B)(6) 2025 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the silicone overmold on the top and bottom covers, as well as a broken electrode wire near the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire near the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed some of the tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.